Event description:
It was reported tha tthis right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Device data was sent to rhythmcare for review. Data review determined the lead also exhibited loss of capture in multiple episodes despite the thresholds set to a high output. Rhythmcare then provided further troubleshooting to be considered at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.